Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On 11/13/2023, the patient experienced a skin reaction with itching and rash, spreading to the chest and legs, part where sensor was not placed. There was no treatment or medical intervention information provided but it was stated that the symptoms subside 3 days after the sensor was removed. No additional patient or event information is available.